Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose only on fridays, which began on (B)(6) 2015. Customer's blood glucose was 523 mg/dl. Customer reported of playing volleyball on fridays. Customer inquired if there was a setting that could be programmed only on fridays. Customer declined to continue troubleshooting and would monitor blood glucose and food intake.